Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg atrial lead port was damaged, it was confirmed that both output connectors were broken. It was also identified that the hanger was broken, the hanger o-ring was missing, the keypad window was scratched, battery drawer sticks, the main seal was pinched, both wires on the liquid crystal display (lcd) were pinched but not compromised, both output connector nuts were discolored and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) atrial lead port was damaged. The epg was returned for analysis. There was no patient involvement.